Event description:
It was reported the line was placed in patient on (B)(6)2019 and woke up on (B)(6)2019 and line had split in half. Patient was adamant that they had not cut it as they woke up with the line split in half.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split is confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned for investigation. Dried, red residual material was present within the tubing. The catheter was returned with a complete break at the 55 cm depth marker located 1.1 cm from the strain relief sleeve. Microscopic observation of the split surface revealed a rough and granular surface. A section of the split surface on the blue material appeared to be recessed. The recessed portion was likely caused during the tearing of the catheter. Based on the characteristics of the split, possible contributing factors include material fatigue due to kinking and excessive tensile force. Since a complete split was observed on the returned sample, the complaint is confirmed but the exact cause remains unknown. The product IFU states, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s)." A lot history review (lhr) of reds1211 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1211 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the line was placed in patient on (B)(6) 2019 and woke up on (B)(6) 2019 and line had split in half. Patient was adamant that they had not cut it as they woke up with the line split in half.